Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. (B)(4).

Event description:
The surgeon attempted to implant a collamer lens model aa4204bf and noticed the torn lens. The lens was not implanted and there was no pt injury. The facility believes the lens damaged by the cartridge.